Event description:
It was reported that this pacemaker exhibited noisy signals that were oversensed on the right ventricular (rv) lead. Which was believed to be caused by myopotential. High capture thresholds and undersensing were also observed. Troubleshooting options were discussed. The patient is continuing to be monitored. Additional information received indicates that both products were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noisy signals that were oversensed on the right ventricular (rv) lead. Which was believed to be caused by myopotential. High capture thresholds and undersensing were also observed. Troubleshooting options were discussed. The patient is continuing to be monitored. Additional information received indicates that both products were explanted and replaced. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.